Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 44mg/dl, 49 mg/dl and the current blood glucose level was 221 mg/dl. The customer was assisted with troubleshooting. The customer was treated with apple juice and peanut butter for low blood glucose level. Customer experienced symptoms such as light headed, dizziness and shaky related to low blood glucose level. Customer was able to upload to carelink. Customer stated that auto mode feature was not on. The insulin pump will not be returned for analysis.